Event description:
During a coronary stenting drug eluting treatment procedure, the stent came partially off the balloon. The 3.5x20mm taxus express2 drug eluting stent came partially uncrimped from the balloon while attempting to cross lesion in the distal saphenous vein graft (svg)to the right coronary artery (rca). The procedure was completed by predilating with a maverick 2.0x20 mm and corssing with another taxus express2 stent. No patient complications were reported.